Event description:
Ems personnel were attending to a patient in cardiac arrest. After approximately 5 minutes of use the device displayed a replace battery message. One back up battery was installed, the message recurred and the device lost power completely. A back up device was used to continue treatment to the patient. There were no adverse effects to the patient as a result of the alleged malfunction.